Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was a concern for false negatives on yersinia. Customer is doing growth confirmation tests on agar for yersinia. Patient samples were involved but no patient impact was reported. The following information was provided by the initial reporter: the client reports a concern for false negatives on yersinia (ref: (B)(4)). They found out because they are still doing growth confirmation tests on agar for yersinia.

Manufacturer narrative:
Medical device expiration date: unknown. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was a concern for false negatives on yersinia. Customer is doing growth confirmation tests on agar for yersinia. Patient samples were involved but no patient impact was reported. The following information was provided by the initial reporter: the client reports a concern for false negatives on yersinia (ref: 443812). They found out because they are still doing growth confirmation tests on agar for yersinia.

Manufacturer narrative:
H.6 investigation summary. The complaint alleges the bd max instrument (catalog number 441916 and serial number ct1394) had a "false negative." Customer reported that they are concerned about false negative results for yersinia while running the bd max extended enteric bacterial panel assay. Customer performs growth culture confirmation tests which identified this suspected false negative result. A bd field service engineer was dispatched to the customer site where they performed cleaning of the instrument, normalization of the instrument readers, and instrument qualification. Instrument returned to the customer operating to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument ct1394 is not required because this complaint does not allege an early life failure or failure at installation and the complaint was confirmed by other means, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct1394, and one additional work order was observed on 06sep2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.